Manufacturer narrative:
The ess provided instructions to the user facility to perform an inspection of their scopes and on what to look for prior to using in procedures. The reprocessing/sterilization staff at the user facility will be reviewing and also educating staff on what to look for and when to remove from service if this damage is found. The ess also emphasized to the staff of proper room set up and to assure that venting caps are removed from the scopes prior to set up. As part of our investigation, olympus followed up with the user facility to obtain detailed information regarding the reported event and reprocessing of the scope but no information was obtained. The referenced scope was returned to olympus for evaluation. A visual inspection on the received condition of the scope was performed and confirmed the scope was missing the entire bending section cover glue at the insertion tube side. The scope failed the leak test as a result. In addition, there was a heavy dent on the bending section. The leak also caused the electrical continuity test failure. The scope instrument history records were reviewed; the scope was purchased on august 23, 2014 and was last repaired on october 22, 2018. The scope was repaired and returned to the user facility. The cause of the missing bending section cover glue cannot be confirmed. Based on the evaluation findings, user handling and improper maintenance can contribute to the reported event. As a preventive measure, the instructions for use provides warnings that state, ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used, but should be inspected by following section 5.2, ¿troubleshooting guide¿. If the irregularity is still observed after inspection, contact olympus.¿

Event description:
Olympus was informed that as part of an in-service for a repair reduction review at the user facility, an olympus endoscopy support specialist (ess) conducted observations with bronchoscopes being used in procedures. The ess found a damaged scope was not removed from rotation and was used on a patient in an unspecified diagnostic procedure. It was discovered that the scope was damaged with a missing bending section glue (showing separation from the insertion tube). There was no patient injury reported.